Manufacturer narrative:
The reported event of a deformation during implant was confirmed. The device was not returned for analysis; however, one image from the procedure was received for analysis. Based solely on the aforementioned image, the occluder appeared to deploy deformed, in a 'cobra' formation during implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 10mm amplatzer septal occluder (aso) deployed deformed, cobra shaped. The device was removed from the patient and exchanged for another 10mm amplatzer septal occluder (lot number: 5227208). The procedure was completed successfully with the second aso and there were no patient consequences reported.